Event description:
It was reported that occlusion alarms were occurring. There was no adverse impact to the customer¿s blood glucose level. The patient declined a call back from technical support, and no additional information was received regarding the outcome of the event.